Event description:
Reporter claims the top hook flattened out and the back slipped through the backpost of the chair causing the end user to fall backwards and hit reporter's head. End user claims to have suffered a concussion and is currently receiving medical treatment.